Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open abdominal incisional hernia, the blade was broken off during the operation in the device. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.